Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type lead; product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the trial patient started their trial yesterday and since implant the patient was going to the bathroom more often with not as much urine. The patient was on level 2 amplitude but then they decreased stimulation to 0. It was noted that the patient had bladder pain starting today. The manufacturer representative spoke to the patient the next evening and the patient was doing better. Additional information received reported that the patient went to their health care provider¿s (hcp¿s) office and was given a foley catheter for the unexplained urinary retention. The foley catheter was removed yesterday and the patient was voiding normally now. It was noted that the hcp¿s office explained that the anesthesia from the peripheral nerve evaluation (pne) procedure had put the patient in temporary retention. The patient would be continuing their pne test for 3 more days.